Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the unspecified therapeutic procedure, the balloon of the subject device broke while inside the patient. The procedure was completed by replacing it with a similar device. As reported, there was no harm to the patient's health.